Event description:
Pt complained of odd prickling feeling. Surgeon had to re-operate on female pt with good bone quality. No other info is available.

Manufacturer narrative:
No product is being returned for evaluation.